Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary: visual inspection: the 2.5mm drill bit/qc/gold/110mm (p/n: 310.25, lot number: u346940) was received at us cq. Visual inspection of the complaint device showed that the device had markings and scratches indicative of being stuck with another device and forcibly removed. The drill bit blades were also dull to the touch. Functional test: the complaint device has damage indicative of difficult removal from another device, therefore the complaint can be replicated/confirmed even though the mating device was not returned. In addition, the drill bit blades were dull to the touch. Dimensional inspection: specified dimensions: bit diameter (proximal to flutes) = 2.5 +0/-0.025 mm. Measured dimensions: bit diameter (proximal to flutes) = 2.48mm, conforming. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the complaint device has damage indicative of difficult removal from another device. Additionally, the drill bit blades are dull. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part #: 310.25. Synthes lot number: u346940 . Supplier lot number: u346940. Manufacturing site: na. Release to warehouse date: na . Supplier: na. A DHR file could not be reviewed as it has not yet been scanned into tungsten as of 07-jan-2020. (B)(6) confirmed that the lot was released for sale 28-sep-2019 and a etq mdd nonconformance module search confirmed that no ncrs were created during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, the 2.5mm drill bit got stuck inside an unknown drill guide. The event occurred when the surgeon put the tip of the drill bit inside the guide, but when used the drill and advanced the drill bit, it got stuck and the surgeon had to put an unknown t-handle to twist and pulled to get it out. Thus, the surgeon opened another drill bit from the peel pack and continued the case. The replacement drill bit had no issues going through the drill guide, so it was sure that the issue was with the drill bit. This was the third situation that the surgeon had encountered of the exact drill bit. Moreover, the surgeon noticed that the drill bit was dull lately. The procedure was successfully completed with a surgical delay of ten (10) minutes. There were no patient consequences reported. Concomitant devices reported: unknown t- handle (part# unknown, lot# unknown, quantity# 1); unknown drill guide (part# unknown, lot# unknown, quantity 1). This is report 1 of 1 for (B)(4).